Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that erosion was occurring at implantable neurostimulator (ins) site and surgical intervention will occur to remove ins/extensions due to infection. Manufacturer representative (rep) called and had questions about compatibility between burr hole kits, torque wrenches, instruments. Technical services reached out for answers to these questions(see follow up email to local rep). During the call, rep. Said the patient (pt) ins was being removed tomorrow to address "erosion at pocket site."

Event description:
Additional information was received from the manufacturer representative (rep) that the implantable neurostimulator (ins) and two extensions were removed. The medical care plan was to let the infection heal before reimplanting extensions and ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.